Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable pacemaker, right ventricular (rv) impedance measurements of greater than 3000 ohms and elevated threshold measurements were noted. The physician would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.